Manufacturer narrative:
Upon receipt of additional information, it was identified that this device was not used with the patient and therefore could not have caused or contributed to the reported event. This event is being reported under 0001825034-2023-02192 and 0001825034-2023-02193.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown orthopaedic salvage system tibial tray catalog #: ni lot #: ni, unknown orthopaedic salvage system tibial stem catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral component catalog #: ni lot #: ni, unknown orthopaedic salvage system femoral stem catalog #: ni lot #: ni g2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02192, 0001825034-2023-02193, 0001825034-2023-02194, 0001825034-2023-02195. H3 other text : insufficient information.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address implant loosening approximately eleven (11) years post-operatively. Attempts have been made; however, no additional information is available.